Event description:
It was reported that during a laparoscopic appendectomy procedure, any time a 5mm instrument was introduced into the trocar, it leaked. It did not affect the visibility. They used a wet raytech to maintain pneumoperitoneum. The trocar was discarded.(B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.